Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level between 430-540mg. Cause was not known. Correction injection via manual insulin injection was delivered to address bg. Reportedly, the customer had headache and fatigue. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.